Manufacturer narrative:
There was no button error alarm noted during testing. The unit was received with unexpected motor error alarm after the battery installation. It was unable to test for motor error alarm due to no button response. The unit was received with no button response due to corroded keypad traces. The motor was tested outside of the device and passed. The unit was received with cracked reservoir tube lip, minor scratched display window, cracked battery tube threads and a cracked belt clip slot. (B)(4).

Event description:
Customer reported via phone call of button error alarm on their insulin pump. Customer stats they were sitting down when they heard the alarm. Patients' blood glucose is 116mg/dl. Customer states the pump was in their pocket in a weird way. Customer was advised to discontinue use of the pump, and that the device needs to be replaced.